Event description:
Company received an opinion survey on august 2nd stating that two patients had e=tube dislodgement (2-4cm). Upon investigation it was determined the pt was reintubated with good outcomes. Dale packaging shows how to tape and to use hospital available tape. It was determined that the taping was done incorrectly and an MDR wasn't issued. On january 19th the complaint was reviewed again by the management review board and it was determined that the incident should be reported.